Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had an intermittent power issue. Reportedly, there were no damages to the battery compartment or cap, and the cap was able to fasten properly. The reporter did not notice any evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: a review of the black box indicated unexpected reboots had occurred. One reboot post call service 088 alarm was observed on (B)(6) 2016. The battery cap contacts were within required specifications. The battery cap and battery compartment were undamaged and the battery cap was able to fit securely to the pump. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The pump successfully completed ez-prime steps and a 24 hour duration test with no power interruptions and no errors, alarms, or warning occurring. The complaint of an intermittent power issue could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display was discolored and there was moisture corrosion found on internal pump components.